Manufacturer narrative:
Upon additional information, this event will be updated.

Event description:
Boston scientific received information that during a normal device replacement procedure, high out of range pacing impedances were noted on the pace/sense of this right ventricular (rv) lead. The pace/sense portion of this lead was capped and another pace/sense lead was used. Additionally, upon placing the new pace/sense lead the left ventricular (lv) lead dislodged. Repositioning the lv lead was not successful thus the physician elected to cap and abandon the lv lead. No adverse patient effects were reported, this patient was not pacemaker dependent and was not symptomatic.